Manufacturer narrative:
It's not known what type of contour meter the customer was using, so it was not possible to determine the 510 (k) number or the manufacture date.

Event description:
The customer stated that he had received a high glucose reading of 550 mg/dl using his contour meter. While walking one day, he passed out and was taken to the hospital by ambulance. He stated that he was in a diabetic coma and hospitalized for 7 days. The customer did not provide any additional information before the call was disconnected. Customer service made several attempts to contact the customer after the initial call, but they were unable to speak to him. No product will be returned.